Manufacturer narrative:
Received one (1) used. List #mc33131, 7" (18 cm) appx 0.43 ml, pressure infusion (400psig) ext set w/microclave® clear, purple clamp, rotating luer; lot #unknown. The silicone seal was observed to be stuck down on the microclave. The reported complaint of a leak could be confirmed. The returned sample had a stick down on the microclave which could lead to a leak. The sample was disassembled and found to have a dry spike. The probable cause is from inconsistent lubrication during assembly in salt lake city. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Event description:
The event occurred on an unknown date involving an unspecified microclave where a leak was noted around it when it was attached to an extension set during patient use. It was reported that the clave that was attached to end of piv¿s was having an issue. The extension set was replaced. The silicone sleeve was noted to be stuck down. The medication being used with the product was tpn/il (total parenteral nutrition/ interleukin). There was patient involvement, no adverse event or anyone harmed as a result of the reported event and no delay in therapy.